Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2017, the consumer indicated that the allergy testing was negative; there is no allergy to the lens. She also indicated that these are the following medical findings: post-operative infection, post-operative anisometropia, myopisation, and unclear reduction in visual acuity. The symptoms are continuing.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
An error in translation from the source document was identified: the consumer did not report "diarrhea" but rather "a sensation of pressure".

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she had a reaction following a cataract removal with intraocular lens (iol) implant surgery. The consumer explained that once the anesthetic wore off directly after the surgery, the pain started, and she experienced diarrhea, a sensation of heat, reddening, swelling, tears, and the eye could not be opened; she only stayed in dark rooms. The consumer added that on (B)(6) 2017, she returned to the clinic and there she received a prescription for a steroidal antibiotic to use 4 times a day (which was the "standard program"). She added that she was barely able to open her eyes for two weeks, and the steroidal antibiotic was prescribed every hour by the emergency service. The consumer visited different doctors and was prescribed different medications. On (B)(6) 2017, prednisolone 60 mg was prescribed; the dose was reduced slowly and is no longer taken. The consumer added that since (B)(6) 2017, her condition has improved a bit. She added that she has an uncomfortable feeling when looking at light sources. Her vision is currently approximately 15-20%, and she partly saw double pictures. The consumer indicated that prior to surgery, the right eye was farsighted and now is -2.25 diopter, and the left eye is +2.0 diopter; this has lead to vision problems. According to the doctor, the postoperative diagnosis was anisometropia. The consumer added that surgery of the left eye was planned, but was postponed. Additional information was provided, indicating that the consumer consulted another ophthalmic surgeon and he found that the vitreous body is swollen and the lens is pushed in the front. A surgery for removal of the vitreous body was planned, but could not take place as the consumer got a cold. The vision has not improved, and according to the surgeon, the vision would not improve after removal of the vitreous body.